Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-12192011-003-r. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge the scs system for many years as a result, the patient lost stimulation in 2011. Reportedly, the ipg is unable to communicate with any external devices and was deemed inoperable. Surgical intervention may be pending to address the issue.